Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow-up information indicated the patient's lead was explanted and replaced. Postoperatively, the patient was reportedly receiving effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to restore effective stimulation. X-rays were taken and indicated that one of the leads migrated. Surgical intervention may take place at a later date.